Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cleo catheter tip had been found broken off from the patient's two most recent site and the location of the lodged fragment had remained unknown. They had believed the issue to be a defect associated with cleo lot (expiration date unknown). They had stated that the patient had been seen by the physician after the first occurrence and had followed up accordingly. The father had further reported that the physician had advised monitoring the site for redness, itching, or infection, and that an ultrasound might be required. The father had declined the ultrasound, electing instead to wait, and had stated that the area appeared healed. They had also reported that the area beneath the catheter site had felt somewhat firm but otherwise normal. The registered pharmacist (rph) had advised the father to follow up with the physician¿s office regarding an ultrasound, and a clinical nurse specialist (cns) had been assigned to review the details. The rph had also instructed the father to call 911 if the issue were to recur. The patient¿s current remodulin dose had been 100 ng per kg per min subcutaneously. The patient had been self-filling remunity via the remunity pump and had begun using the remunity device in 2025. Patient details were provided: the patient's initials are (B)(6), a female, born on (B)(6) 2022 and the height is 2¿ 11.